Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-102 - scratched strip issue. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 error. Nurse is calling on behalf of the customer who is a child. The e-5 error occurred when the blood sample was absorbed. At the time of the call, the customer reported having increased thirst. Medical attention was not needed at the time of the call. Customer was using correct testing technique. The product storage was not disclosed. The test strip lot manufacturer's expiration date is 09/30/2020 and open vial date was not disclosed. The e-5 error had also occurred with another vial of test strips. During the call a blood test was performed by the customer and produced test result of e-5 using meter. The meter memory was not reviewed for previous test result history.